Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the complainant wanted to change from foley probe to rectal probe in order to start bladder irrigation. It was mentioned that rectal probe connection was different from foley. The complainant was unable to get the temperature on the arctic sun device and tried 2 cables and 2 probes prior calling. It was reported that probes read on cardiac monitor with another cable and no issues were identified with foley reading in temperature 1. Mss advised the complainant that it seems like 2 faulty cables and asked if they could locate a third cable. The 2 cables were placed aside and complainant directed his manager to call customer service.

Event description:
It was reported that the complainant wanted to change from foley probe to rectal probe in order to start the bladder irrigation. It was mentioned that the rectal probe connection was different from the foley. The complainant was unable to get the temperature on the arctic sun device and tried 2 cables and 2 probes prior to calling. It was reported that probe reads on cardiac monitor with another cable and no issues were identified with foley reading in temperature 1. Mss advised the complainant that it seems like 2 faulty cables and asked whether they could locate a third cable. The 2 cables were placed aside and the complainant directed his manager to call the customer service. Per follow-up with biomed on 04nov2020, the cables were frayed and new cables were ordered and installed into the device.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to a "defective temperature cable." It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review.